Manufacturer narrative:
The customer¿s complaint of disconnection and leak during patient use could not be confirmed because the product was not returned for failure investigation.

Event description:
The customer reported the device disconnects and leaks. This normally occurs after the IV dye has been injected. The customer has found this happens when the product is connected to 22 gauge ivs, and even more frequently with 20 gauge IV's. There was no patient harm.